Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit could not be started. There was no patient participation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated unit and confirmed automatic inflation failed also the battery could not be charged. Fse replaced the scroll compressor, pneumatic module and ac power cord reel. The equipment functions were tested parameters were normal and delivered for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.